Event description:
The account stated that the axsym analyzer is generating false positive hiv combo ag/ab, havab and hbsag results on a patient sample. The account stated that negative results for all the assays were expected. The issue seemed to be resolved after cleaning the nozzle on the analyzer. The sample was then retested and all assay results were negative. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The complaint text indicates discrepant patient samples were generated on axsym sn# (B)(4). The results were positive for (B)(6), (B)(6) when the results were expected to be negative. The customer technical advocate (cta) suggested troubleshooting procedures. The customer indicates the small volume dispenser #3 nozzle was found to be dirty. The customer cleaned the nozzle and the repeated results were found to be as expected. The customer was satisfied with the issue resolution. A review of service history of axsym sn# (B)(4) indicates there were no additional erratic result complaints generated following cleaning the dispenser nozzle. A review of the abbott metric reports identified no adverse trends in conjunction with the complaint issue currently under investigation. The axsym system operation manual (ln# 9a26-06) section 10, troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision. Multiple probable causes and corrective actions are listed for an inconsistent results or results not as expected. The probable causes listed include fibrin, red blood cells or particulate matter present in samples and malfunction of the sampling and processing syringe, valve, meia optics malfunction, probe and probe link tubing, inadequate washing of the probe, bulk solutions not dispensing properly and platform sensor malfunctioning. Corrective actions are listed in the operations manual, which also refers the operator to the assay-specific package insert for processing samples. In section 9, maintenance, instructions are provided for cleaning the dispensers. In section 7, operational precautions and limitations, a statement is made to evaluate every result in conjunction with other clinical data, e.g., symptoms, results of other tests, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. In the axsym (B)(6) combo package insert (B)(4), (B)(6) package insert (B)(4) and the (B)(6) package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. The most probable root cause for the erratic results was the dirty small volume dispenser. The axsym system operations manual provides adequate information to resolve the customer described issue. A deficiency of the axsym system was not identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.